Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell cycle of the previous therapy . The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The hp stated that there were no unused lines, did not disconnect and that there were no leaks. The hp followed-up with manual exchange and would call the nurse. The tsr explained the alarm and suggested hp to call when he has an alarm. During a follow up with the hp regarding the alarm, the hp stated that he is fine and that it was not a big deal. The hp verified that he had notified the nurse of this event. Per hp, he did not have any injury or harm as a result of this incident. Per hp, he did not notice any loose connections, disconnections or defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Ms (B)(6) underwent an elective kyphoplasty to thoracic 12 on (B)(6) 2010. The patient was treated with IV sedation for this case. As the case began, there was nothing out of the ordinary as far as the procedure had gone. I was able to place both introducers through the pedicle of t12 approximately 1cm beyond the posterior wall of the vertebral body bilaterally. A bone biopsy was obtained on the right side and sent for pathology. I used an instrument to smooth out the tunnel formed by obtaining the biopsy to allow placement of the kyphon balloon in the proper position. A drill was advanced from the left side to create a tunnel to the left side and smoothed out again to get rid of any sharp edges along the tunnel. The kyphon balloon was then placed to the left side. Fluoroscopic images were obtained confirming proper position of the balloons in ap and lateral views. The pressure to the right balloon was only expanded to 20 psi when first placed to secure the balloon. The left balloon was then expanded to a total of 324 psi showing a cavity being formed inside the vertebral body that was confirmed in ap and lateral views. The right side was attempted to be expanded when I soon noticed the psi pressures dropping to 0 after every turn of the hand held crank. This is when I noticed that the balloon may have ruptured. I tried to deflate the balloon on the right side and noticed blood entering through the tube attached to the balloon. I removed the balloon out of the patient and noticed the tip of the balloon ripped off. The left side balloon was still inflated and intact. When I deflated the left balloon, it still ruptured as well. When I removed the balloon, it was still intact. The fluoroscopy still showed the marker (or end of the balloon) to the right side. I used a curette to create more of a cavity open into the medial aspect of the bone on both sides. At this point, we felt that the marker was not able to be removed; therefore, the kyphon x-cement was placed into both sides of the vertebral body to fill in the cavity on the left side and to insulate the marker on the right side. It was confirmed that the cement was maintained within the anterior and medial aspect of the vertebral body as expected; therefore, the working cannulas were removed. The skin was closed and only an estimated blood loss of 3cc had occurred during the case. The patient also underwent a transforaminal epidural steroid injection to bilateral lumbar three and four with no complications. The patient did not have any complaints of pain or weakness following the surgery. The patient was notified as well as the family regarding the marker left in the vertebral body.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed as the lot number was unknown. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).